Event description:
This complaint is from a literature source. It was reported that one patient with paroxysmal atrial fibrillation developed cardiac tamponade requiring pericardiocentesis during cryoballoon ablation. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿prospective evaluation of bilateral diaphragmatic electromyograms during cryoballoon ablation of atrial fibrillation¿. The purpose of this study was to evaluate the feasibility of monitoring the bilateral phrenic nerve function during cryoballoon ablation of atrial fibrillation (af). Other adverse events were reported in this article: 1 patient right phrenic nerve injury; 1 patient pneumothorax during the puncture of the right subclavian vein (bwi will not open complaint for this event as it is not device-related or procedure related). A 20-mm circular mapping catheter lasso was used for mapping all the pulmonary veins before and after the cryoablation. A spiral mapping catheter (achieve, (B)(4)) was used to advance the second-generation cb (B)(4) into the pv for support and to map the pv potentials. During the procedure the patient developed cardiac tamponade which requires pericardiocentesis. The author didn¿t mention the stage of the procedure at which this event had occurred. Since lasso catheter was in use, bwi takes conservative approach to report this event.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Other company¿s devices: 7fr 20-pole three site mapping catheters (beeat, (B)(4)), radiofrequency needles (B)(4), 8-fr long sheaths (sl0, (B)(4)), 15-fr steerable sheaths (flexcath advance, (B)(4)), spiral mapping catheters (achieve, (B)(4)), second-generation cyroballons (B)(4), conventional cryocatheters (freezor max, (B)(4)), deflectable quadripolar catheters (B)(4). (B)(4). The device was not returned to bwi.